Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all functional testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: putting clips on cystic duct and cystic artery. Surgeon intended to place 7th clip, he squeezed trigger to load, and then pulled plastic to plastic, but no clip came out. I do not know if clip was visible when loaded as it was not visible from the angle I was observing. No clinical impact to patient. Resolved by putting another clip. Grasper and dissector also used. Additional information provided by an applied medical representative on 17nov2025 via email: clip closed on cystic duct. From the angle the clip was loaded it was not visible if it was fully loaded. A clip did not come out when the surgeon intended to do so. An unclosed clip was not the issue. No, it was not being used in conjunction with a cholangiogram. Yes, it was squeezed plastic to plastic. Yes, it was fully skeletonized prior. No, it was not used to skeletonize tissue. Intervention: putting another clip. Patient status: no clinical impact.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: putting clips on cystic duct and cystic artery. Surgeon intended to place 7th clip, he squeezed trigger to load, and then pulled plastic to plastic, but no clip came out. I do not know if clip was visible when loaded as it was not visible from the angle I was observing. No clinical impact to patient. Resolved by putting another clip. Grasper and dissector also used. Additional information provided by an applied medical representative on 17nov2025 via email: clip closed on cystic duct. From the angle the clip was loaded it was not visible if it was fully loaded. A clip did not come out when the surgeon intended to do so. An unclosed clip was not the issue. No, it was not being used in conjunction with a cholangiogram. Yes, it was squeezed plastic to plastic. Yes, it was fully skeletonized prior. No, it was not used to skeletonize tissue. Intervention: putting another clip. Patient status: no clinical impact.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.